Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Age at time of event reported incorrectly in initial mw. Placeholder.

Event description:
It was reported that the blade would not attach to screwdriver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the blade was returned in a lock position. It was found that the inner screw got damaged on the top edge of the head as well as the inner hexagonal part is badly deformed. Therefore, it is not possible to reassemble them anymore. We can only suppose that the wrong handling, tightening up in the wrong direction has caused the jamming up.